Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. On (B)(6) 2024 before going to bed the cgm reading was 155 mg/dl. At 4 am on (B)(6) 2024, the patient woke up as she was not feeling right. She had a weird sensation and she was walking to her pantry to get a cookie but she lost consciousness before. She couldn´t remember the cgm reading at that time but she reported that her bg was low. She couldn´t remember if her g6 app did alarm for low and her husband who is a follower also couldn´t confirm if there was an alert for low reading. Her husband did not found her until 7:30 am and she was already in coma. There was no bg taken done for comparison before she was taken to the hospital. Her husband called 911 and she was taken to the hospital. She was put in a heating blanket and was treated with glucose injection, they took a bg reading which was 24 mg/dl. The patient regained consciousness during that afternoon on (B)(6) 2024. She stayed in the hospital for 5 days. She was discharged on (B)(6) 2024. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.